Manufacturer narrative:
The reported events were cardiac perforation, failure to capture, and high pacing lead impedance. As received, a complete lead was returned in two pieces for analysis. The reported events of failure to capture and high pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages. The lead was returned with the helix extended and clogged with blood. X-ray examination found the helix stretched at the helix region consistent with procedural damage. Unable to perform helix mechanism test due to the condition of the helix as received. A tip stiffness test was performed, and the results were within specification.

Event description:
It was reported, that the right ventricular lead exhibited a rise in impedance. And failure to capture. During the procedure, the heart was perforated. And the physician had to open the chest and close the perforation. The lead was explanted, and the rv port was plugged. The patient was stable prior to, during, and after the procedure.